Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass graft procedure, the surgeon was using the device clipping off the branches of the left internal mammary artery. The clip cut the artery on one of the branches. Bleeding was present at the site; he immediately clamped the artery, used silk suture, and stopped the bleeding. It was not known how many clips had been fired from the device. The surgeon did not torque the device when he fired it. He used another like device to complete the procedure. The patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.